Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not achieve proper window alignment, and shooting could not be performed. Manual compression was performed, and hemostasis was successfully achieved. There was no reported patient injury. Multiple attempts were made to adjust the window position; however, the desired alignment was not obtained. The procedure was diagnostic and performed using a retrograde approach. The operator was trained, and the device was stored and prepped according to the instructions for use (IFU), with no visible damage noted prior to use. Femoral artery suitability, including a 30¿45 degree insertion angle, was verified via angiography, and the vessel diameter was confirmed to be =5 mm. There was no visible calcium or plaque at the puncture site, no nearby stent, and no stenosis greater than 50%. The access site had not been previously closed within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. However, no pulsatile flow was observed from the bleed-back indicator, and the device and sheath were not retracted together until bleed-back slowed or stopped. The physician did not place their thumb on the plug deployment button during retraction. Upon removal, the indicator wire loop was not deployed or visible. The device will be returned for analysis.